Event description:
It was reported that the patient had replaced the batteries twice, but the pump had continued alarming with a blank screen. After fully removing the batteries, the pump had still been beeping. The event occurred while in use with a patient and no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had continued alarming with a blank screen. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.